Manufacturer narrative:
The insulin pump was received with normal operating currents, insulin pump passed unexpected restart error test, rewind test, basic occlusion test. However the insulin pump alarmed prime during occlusion test due to faulty force sensor. The insulin pump programmed with correct time, date and monitored for 24 hours no unexpected alarms noted. No display anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump a couple days prior to the call; the display warped temporarily before returning to normal. In the middle of the night the pump alarmed with an unexpected restart and the customer had to reprogram the time. A few other software errors have occurred since then. The customer's blood glucose at the time of incident was 7.0 mmol/l, but the most recent reading was 15.3 mmol/l. The customer treated with a manual injection. Troubleshooting was initiated for the unexpected restart. The pump had returned to normal function since receiving the alarms. A self-test was performed and the device passed. The customer was advised to monitor the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.